Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. There is tip damage. Microscopic examination revealed the balloon has a pinhole at the distal markerband. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.00 mm x 15 mm nc emerge® balloon catheter was advanced for dilation. However, during the third inflation at 15 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.